Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report of the software error. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was loose, and the keyboard was damaged and loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that following a recent software upgrade, the clinic reported that the programmer had "crashed," and an error message was displayed. It was further reported that device interrogation was not possible. The programmer was returned for service. No patient complications were reported as a result of this event.